Event description:
Patient started to bleed pretty largely from an unidentified site. The patient attendant pushed the staff assist alarm. Nurses came immediately to assess patient and locate site of bleeding. Dr. Was notified and came to the patient's room. It was noticed that the patient's IV line had become disconnected from the end cannula, which was still connected to the patient's PICC, and blood was coming from that line. IV was immediately stopped, cannula disconnected, and patient cleaned and reassured. IV line and cannula saved for biomed. It is unclear at this time if it was an equipment failure, or if the end cannula had not been screwed on properly. It appeared that the patient had turned on top of his line, which had likely caused it to pull apart from the cannula.